Event description:
It was reported that a 3.5x23mm xience v stent was implanted within the left main (lm) and proximal left anterior descending (lad) coronary artery. Mal apposed stent struts were noted around the ostia, so a dilatation catheter post dilated the stent with good results. Following, a 3.0x33mm xience prime stent was implanted in the proximal left anterior descending (lad) coronary artery. After implantation, a distal edge dissection, in the mid lad, was noted and treated with a 3.0x18mm xience v stent. Following, a 3.0x15mm xience v stent was implanted in the left circumflex (cx) ramus branch. After dilatation with unspecified balloons, a distal edge dissection was noted and treated with a 2.75x23mm xience v stent. Both dissections resolved without sequela that same day. During the procedure, the patient experienced non-serious atrial fibrillation without treatment. Post-procedure, the patients cardiac enzymes were elevated less than three times the normal upper limit without reported treatment. The atrial fibrillation resolved without sequela the following day and the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). The xience v 3.5x23mm and xience v 3.0x15mm mentioned are being filed under separate manufacturer report numbers. Concomitant products: xience v stent (3.0x23mm, 3.0x18mm, 3.0x15mm, 2.75x23mm). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4) it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects intimal dissection and atrial fibrillation are listed in the xience prime ll, ce, everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.